Event description:
Healthcare professional reported capsular contractures baker grade unknown and "rupture was found during explant surgery". Later healthcare professional reported left side capsular contracture baker grade IV. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported capsular contractures baker grade unknown and "rupture was found during explant surgery". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contractures baker grade unknown and rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed openings assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. Crease / folding of implant: observed creases on device. As per the investigation procedure, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported capsular contractures baker grade unknown and "rupture was found during explant surgery". Later healthcare professional reported left side capsular contracture baker grade IV. This record is for the left side. Device was explanted and replaced.